Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has a history of gi bleed, had a mitral valve replacement (mvr), and is on dialysis. The pt was admitted into the hospital for an aortic valve (av) graft debridement. The pt remains ongoing.

Manufacturer narrative:
The pump is still in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.